Manufacturer narrative:
The mg2 reagent lot number was 73167701 with an expiration date of 31-mar-2025. The calibration was last performed on 07-feb-2024 and it was acceptable. Qc was out of range prior to the event. The customer recalibrated which brought the qc back into range. The alarm trace showed multiple alarms including abnormal aspiration alarms, sample foam detection alarms, and sample probe alarms. The field service engineer (fse) found that the sample probe had a blockage that was unable to be fully cleaned out. He verified the rinse stations and the pump pressure and cleaned the probes. He also replaced the sample probe and the reagent probes. Precision studies were performed and they were within specifications. The fse performed mechanical and operational checks and they were all successful. The customer performed qc and it was acceptable. The root cause was due to a blocked sample probe from the abnormal aspirations. The service actions (verifying the rinse stations and the pump pressure, and replacing the sample probe and the reagent probes) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 5 patients' plasma samples tested with magnesium gen.2 (mg2) assay on a cobas c503 analyzer when compared to a different analyzer at the same facility. The 5 samples were initially tested on (B)(6) 2024. Sample 1: initial result: 2.70 mg/dl. 1st repeat result: 2.02 mg/dl. 2nd repeat result: 2.4 mg/dl. Sample 2: initial result: 2.30 mg/dl. 1st repeat result: 1.91 mg/dl. 2nd repeat result: 1.90 mg/dl. Sample 3: initial result: 2.0 mg/dl. 1st repeat result: 1.39 mg/dl. 2nd repeat result: 1.40 mg/dl. Sample 4: initial result: 1.7 mg/dl. 1st repeat result: 1.06 mg/dl. 2nd repeat result: 1.10 mg/dl. Sample 5: initial result: 2.40 mg/dl. 1st repeat result: 1.84 mg/dl. 2nd repeat result: 1.84 mg/dl. On (B)(6) 2024, the qc went out of range. All 5 samples (from the previous day) were then repeated twice. The 1st repeat was performed on the same c503 analyzer while the 2nd repeat was performed on another analyzer. The repeat results were deemed to be correct.